Event description:
Was placed in (B)(6) medical center inpatient for bipolar psychosis. Had a prior indication of lyme, as well as head injuries and long list of mental hospitalizations. Had an initial list of medications that I had listed as allergies that were commonly used in psychiatric hospitals as they caused central apnea as well as exacerbated psychosis. Dr. (B)(6) was my attending psychiatrist and convinced me to convince the overseeing psych that I had listed those just because of side effects. This precipitated into them being used, as well as not having me on a sleep apnea machine while there. After the psychosis increased, as it had before on those medications, he achieved a court order for ect(electroconvulsive therapy). He had 12 scheduled, and after my wife had seen me on the 5th, she called the chief of medicine and informed him of what occurred. Miraculously, the anaesthesia was botched on the 6th, and I woke right before the 6th ect was administered. (B)(6) was subsequently fired. There were likely no reports from me in the following years as I was all but braindead. My memory has been extremely variable, more so on the non-existent side, short and long term, and it has made my life a close to non-functional living hell. I sincerely hope that ect is considered for removal, as I would not want any other human being to ever go through what I have.